Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the past week from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 214649.

Event description:
It was reported that the patient noticed increased discharge from the incision at the lead site and describe as yellow and pus-like drainage. The patient midline incision appeared to be opening and an internal suture was sticking out. It was noted that the patient was admitted to the hospital. The physician brought the patient to the operating room and clean out the incision area and reclose the incision. The patient is still in the hospital and given antibiotics. Additional information received that the patient has both staph infection and a fungal infection. Patient was treated with antibiotics while hospitalized. It was noted that patient underwent an explant procedure where all device was removed. The explanted device will not be return.